Event description:
It was reported that the device was advanced on the guide wire,over the horn to the lesion in the right sfa (off label use). When attempting to deploy the stent, difficulty was experienced with the thumbwheel, and all at once the stent deployed and moved forward partially in an unintended site. A 2nd stent (6x20 absolute) was deployed without any difficulty to cover the rest of the lesion.